Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the reported incident was resolved on the call. If the issue persists, a new complaint will be generated and the event will be investigated.

Event description:
Customer called to report that the supply cord for the unit was frayed. When the unit is plugged in, it begins to spark. The customer is unsure how the damage occurred. The power cord will be replaced.